Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the craniotome device was bent. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device was bent was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a drilled neuro-tip leg and a drilled neuro-tip. It was determined that the condition of the drilled leg was due to excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was further determined that the condition with the drilled neuro-tip was failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro-tip of the attachment. When the drill is started, the burr drills into or through the neuro-tip. It was determined that the cause of this condition was component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.